Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The event reported was discovered in a literature article. No further information is available. (B)(4).

Event description:
A physician reported in a literature report that following a glaucoma filtration device implantation, the bleb length was good and there was no inflammation or abnormality in the cornea. One week after the operation, the intraocular pressure (iop) was stable and the patient was discharged. Dellen was observed on his ear side at the one month postop appointment. Ophthalmic ointment and artificial tears were used with no improvement. Needling was also performed due to high iop, the conjunctival adhesion was released and dellen also improved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).